Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a pre-operative 6cm abdominal aortic aneurysm rupture. During the index procedure it was reported that the rear screw gear that holds the back end wheel snapped, which made it difficult to recapture the tapered tip with spindle. The stent graft was implanted at the intended location and the delivery system was removed from the patient with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine. The device was returned for evaluation. The event was confirmed; there was a break in the screw gear. The root cause of the event could not be conclusively determined however, may be related to shipping/handling.

Manufacturer narrative:
(B)(4).